Event description:
The customer reported that the illuminator got stuck and could not be pulled off from the trocar. The probe and trocar were replaced and the case was completed as planned. There was no patient injury.

Manufacturer narrative:
The samples are returning for evaluation, investigation, including root cause analysis is in progress.